Event description:
The manufacturer was contacted in reference to the ds2 adv auto CPAP device. There was a report of pcb burned. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.